Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of the returned data case. Analysis of the console and data case indicated that the unit performed as intended and a review of manufacturing records did not yield any relevant findings. A senior algorithm scientist reviewed the saved procedure dataset and concluded that the tip was in the desired location and then moved to a lower area. A potential cause is movement of the catheter during the stylet removal procedure or the patient moving after the catheter placement. Operational context caused or contributed to this event because the catheter tip was moved after the blue bullseye was attained. A customer in-service has been requested.

Event description:
It was reported the catheter was being placed into the patient's basilic vein in the intensive care unit with the use of vps. During insertion, a blue bullseye was obtained. A chest x-ray was taken and showed the PICC flipped back into the brachiocephalic/subclavian vein post steady blue bullseye. As a result, the clinician power flushed the PICC to straighten out and repositioned into the svc. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4).